Event description:
Boston scientific became aware of a patient experience after rezum water vapor therapy procedure. The patient reported to be experiencing retrograde ejaculation, change in testicular size and in testosterone levels as complications from the procedure. No further patient complications have been reported.

Manufacturer narrative:
Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. There is no information available to determine the cause for the change in testicular size and testosterone levels. Boston scientific has been unable to obtain additional information regarding the device, the procedure and patient outcome to date, despite good faith efforts. The reported patient symptom is known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number were not available. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review the delivery device instructions for use (IFU) was reviewed. The patient symptom of retrograde ejaculation was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
Boston scientific became aware of a patient experience after rezum water vapor therapy procedure. The patient reported to be experiencing retrograde ejaculation, change in testicular size and in testosterone levels as complications from the procedure. Further information received clarified that the patient had reported and was treated for low testosterone and testicle size changes. The patient two symptoms were documented in his chart prior to the procedure, therefore, not related to the water vapor therapy procedure.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. There is no information available to determine the cause for the change in testicular size and testosterone levels. Boston scientific has been unable to obtain additional information regarding the device, the procedure and patient outcome to date, despite good faith efforts. The reported patient symptom is known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of retrograde ejaculation was found to be listed in the IFU. Investigation conclusion : based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
Boston scientific became aware of a patient experience after rezum water vapor therapy procedure. The patient reported to be experiencing retrograde ejaculation, change in testicular size and in testosterone levels as complications from the procedure. No further patient complications have been reported.